Manufacturer narrative:
(B)(4) - patient selection: the starclose se device was deployed in a mildly calcified common femoral artery. Per the instructions for use - do not deploy the clip in areas of calcified plaque. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported clip deployed into the tip of the sheath was confirmed. Based on a visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar clip deployed into the tip of the sheath incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a starclose se device with a 5f sheath after a radioembolization interventional procedure. Reportedly, the starclose se clip deployed into the tip of the sheath. The physician stated: "I feel like the device hung up on subq tissue that I did not adequately dissect. However, the reason I submitted the device is that the star close ring actually deployed into the very end of the sheath". Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.